Event description:
Per oos, this lead was removed due to intermittent oversensing and noise on both the atrial and ventricular channels as well as a sudden jump in the atrial impedance detected by home monitoring. No inappropriate shocks were delivered. This lead was replaced with a setrox s 53. Also removed was a kentrox steroid, MDR 1028232-2008-00934.